Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00065. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a urology laparoscopic promontofixation procedure on an unknown date and suture was used to fix the tape to the presacral ligament. Post-operatively the suture broke and the tape placed with the sutures have been "ejected through natural routes". Another operation is scheduled to replace the tape.